Event description:
Additional information received on 12/27/2022: this was discovered during an ankle scope procedure on (B)(6) 2022. Nothing broke inside the patient.

Manufacturer narrative:
Additional info: b5. Complaint is confirmed. Three unpackaged, and one packaged ar-7300ds dissector, sj, 3.0 mm x 7 cm serial/batch number 14962578 were received for investigation. No functional testing was performed because the damaged on the three reported devices. Visual evaluation found that device #1 outer tube is burn at the tip. Device #2, inner tube is weld to the outer tube avoid the inner tube move freely. Device #3 have heavy scratches lines around the outside diameter of the inner tube and inside the outer tube. The most likely cause for the reported failure is misuse/abnormal use: since the device became red at the tip and produced smoke, but no burn was reported, it follows by logical reasoning that the device was activated outside the surgical site, which precludes the usage of irrigation. Activating the device outside the surgical site without irrigation (dry environment) characterizes misuse and may cause overheating.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that (2) ar-7300ds dissector had issues during use. The first dissector, the blade would not spin. The second dissector turned red at the tip and started smoking. It seems as if the inner and outer blades were fused together.

Manufacturer narrative:
The complaint is confirmed. Three unpackaged, and one packaged ar-7300ds dissector, sj, 3.0 mm x 7 cm serial/batch number 14962578 were received for investigation. No functional testing was performed because of the damage on the three reported devices. The visual evaluation found that device #1 outer tube is burnt at the tip. In device #2, the inner tube is welded to the outer tube to avoid the inner tube move freely. Device #3 has heavy scratches lines around the outside diameter of the inner tube and inside the outer tube. The root cause of the reported failure mode is undetermined.